Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon demonstrating the insertion of a lag screw used during a trochanteric fixation nail advanced (tfna) proximal femoral intramedullary nail surgical case. When trying to attach the lag screw to the screw insertion handle the lag screw did not fit. The screw inserter did not work in putting the unknown lag screw and it does not fit anymore. We opened another set and the lag screw fit on that insertion handle. Same lag screw was used. It fit on one insertion handle and not the other. The reporter think that it was bent. There was no patient involvement. Concomitant device reported: unknown lag screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) screw inserter. This is report 1 of 1 for (B)(4). .

Event description:
It was reported that on (B)(6) 2020, the surgeon demonstrating the insertion of a lag screw used during a trochanteric fixation nail advanced (tfna) proximal femoral intramedullary nail surgical case. When trying to attach the lag screw to the screw insertion handle the lag screw did not fit. The screw inserter did not work in putting the unknown lag screw and it does not fit anymore. We opened another set and the lag screw fit on that insertion handle. Same lag screw was used. It fit on one insertion handle and not the other. The reporter think that it was bent. Patient involvement was unknown. Concomitant device reported: unknown lag screw (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b5, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary visual inspection: the screw inserter (p/n: 03.037.025, lot #: 9375245) was returned and received at us cq. Upon visual inspection, it was observed that the proximal threads inside the shaft were stripped. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform, but stripped internal threads could have caused the complaint condition. Dimensional inspection: a dimensional inspection was not performed as the internal proximal threads were inaccessible without the destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed screw inserter for tfna-screw complaint confirmed? Yes, the internal threads of the device received were stripped. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the screw inserter (p/n: 03.037.025, lot #: 9375245). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 03.037.025 lot: 9375245 manufacturing site: bettlach release to warehouse date: 17. March 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.